Event description:
A malfunction code was reported by the customer, specifically malf 12, though no notable events occurred prior to this. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset information and assisted in resetting the pump. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if the issue recurs. The customer acknowledged and understood the instructions provided.